Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was not returned. The reported condition was confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The plastic tip was most probably broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the neck dissection, the heat insulating material had peeled off and got disengaged into the patient's cavity, but it was found immediately and collected. There was no memory whether the heat insulating material was caught by forceps etc, the doctor noted the heat insulating material had broken. A new product was used and the procedure was completed without a problem. No patient harm. There was no other intervention made from the fact that it was collected shortly after it was disengaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the neck dissection, the heat insulating material had peeled off and got disengaged into the patient's cavity, but it was found immediately and collected. There was no memory whether the heat insulating material was caught by forceps etc, the doctor noted the heat insulating material had broken. A new product was used and the procedure was completed without a problem. No patient harm.